Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received analyzer alarms and questionable ise indirect gen.2 sodium results for approximately 174 patient samples over two days. The customer stated they were repeating approximately 140 patient samples. Only data for one patient sample could be provided. The initial sodium result was 174 mmol/l and the repeat result was 137 mmol/l. Information concerning if any erroneous result was reported outside of the laboratory was requested, but it was unknown. There was no allegation of an adverse event. The lot number and expiration date of the electrode were requested but were not provided. The customer checked the electrodes and found they were moist. The customer replaced the electrodes and dried and cleaned the area. The qc results were then not acceptable. The field service representative replaced the rinse tubing and checked the alignments of the ise probe and nozzle. Precision testing was performed. Since the service visit, it was confirmed the qc was acceptable and no further issues with sodium results were reported. Based on a review of the calibration data, contamination of the ise flowpath and electrodes was suspected.